Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic after receiving a vibratory alert, high, out of range pacing lead impedance and increase capture threshold were observed. Lead replacement was suggested. The patient was discharged.

Event description:
New information received indicates that the lead was explanted and replaced. The patient was doing well.